Event description:
It was reported that both right atrial (ra) lead was explanted due to insulation breach. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).